Manufacturer narrative:
At this time, vyaire has not received the sample for investigation. If additional information is received, a supplemental report will be submitted.

Event description:
The r.n. Reported: I find this tubing to have more "rain-out" water in tubing. Respiratory therapist has to constantly come and remove water.

Manufacturer narrative:
The device sample was not available for investigation by our quality team. However, the quality team identified that a defective crimping could cause bad electrical connection of heating wire to the power supply. This could generate rain out in the circuit. If set up to crimping equipment is not properly done, the crimping height can be out of spec.